Event description:
It has been reported that during a tonsillectomy and adenoidectomy procedure, while using a metal mouth gag and a suction coagulator, the pt received blackened and blistered burns to the lips. Pt was treated with triple antibiotic ointment and released. The sample is being retained by the facility.